Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03713, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
The consumer reported via a manufacturer representative (rep) that during a routine device check and reprogramming at the health care professional (hcp) office, the patient had severe pain in the pelvic floor and running down her leg. This occurred whenever she would walk through a metal detector at the mall. The patient noticed the pain about a year ago. The pain continued to this day every time she walked through a metal detector. The patient was also in pain during an impedance check with the clinician programmer. Her bladder symptoms were still improved but the pain associated with the metal detectors was bothersome to the patient. At the reprogramming session on (B)(6) 2015, there was an impedance check and reprogramming. The impedance check was clear. The battery life was approximately 15-32 months. The patient was sent home with an amplitude of 0.8 volts on c4, which was comfortable for the patient. The actions/interventions taken to resolve the issue was a change to the amplitude and program. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred. It was further reported on (B)(6) 2015 that the patient believed the cause of the pain was walking through metal detectors at the mall. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.